Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer was hospitalized after receiving a no delivery alarm and subsequently experiencing high blood glucose. The customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. The customer's blood glucose at the time of admission was 598 mg/dl. The customer was treated with fluids and an insulin drip at the hospital. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.